Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, diagnostic test results and device return has been requested. No additional information is available at this time. Reason for reoperation: discomfort and rupture.

Event description:
Physician reports left side rupture and discomfort. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Physician reports left side rupture and discomfort. Device remains implanted.

Event description:
Device has been explanted.